Event description:
It was reported the customer was experiencing high blood glucose. The customer stated they had been trying to fill their tubing, but their insulin pump would not function properly. The customer also reported having blood glucose as high as 32 mmol/l. The customer also reported a no delivery alarm during fill tubing. The customer's blood glucose was 28 mmol/l at the time of the no delivery alarm. Troubleshooting found the insulin pump did not alarm no delivery during a manual prime. The customer was advised their insulin pump was working as designed. Customer was advised to monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.